Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. A 24 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. A 24 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified.

Manufacturer narrative:
Device evaluated by MFR. : a promus premier ous mr 24 x 2.75mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of mid stent damage with struts bunched. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. A 24 x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified.